Event description:
It was later reported that there was a volume discrepancy. There were no signs of a granuloma except the volume discrepancy and the MRI initially showing signs of a possible granuloma. A catheter revision was performed. The patient was receiving good therapy. It was later reported that an MRI on (B)(6) 2013 showed a catheter tip granuloma behind t11. A volume discrepancy had been noted on the refill visit. The patient outcome was reported as ¿no injury¿. The device system was used to deliver dilaudid 10mg/ml at a daily dose of 7mg.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a catheter revision due to a possible granuloma. There was no additional information except that the pump was delivering dilaudid.

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n175630011, implanted: (B)(6) 2009, product type catheter. (B)(4).